Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number (10) is unknown; therefore, the UDI number only will contain the device identifier (01). H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system; non dehp continu flo solution set had back flow during patient infusion. The issue was described as fluid siphoning from the primary IV bag while the secondary infusion was running at 272 ml/hr. The primary bag was lowered on an additional blue hanger; however, the siphoning continued. The nurse then clamped the primary line, and the spectrum iq pump alarmed for an upstream occlusion. The clamp was removed, and the infusion was continued. Each time the nurse attempted to clamp the line, the tubing distal to the clamp collapsed. During troubleshooting, it was noted that the non baxter closed system transfer device (cstd) connections were not fully engaged. The connections were properly reconnected and the siphoning stopped. There was no report of patient injury or medical intervention associated with this event. No additional information is available.